Event description:
Lost hearing; was using ear candles sold at a local granary store in (B)(6) that have no burn line and came with no instructions by the way. Hot wax dropped in my ear burning my inner ear. Lost partial hearing in my right ear if it does not come back in a few days I will go to doctor. I am not sure if it melted the wax and clogged up my ear canal or perforated my ear drum or what but it hurts and these should be outlawed.